Manufacturer narrative:
The device was received fully deployed. The pod housing and all internal components were observed to be damaged. Due to the extent of the damage, the observed damage was determined to be post use damage. The exposed portion of the soft cannula was observed not to be damaged; however, the internal portion of the soft cannula was observed to be damaged, aligning with the placement of the post use damage. All three batteries had corrosion, the sma wire was snapped, and due to the damage to the pcb; the data could not be downloaded. Due to the damage to the fluid path, the investigation could not test for the reported obstruction of flow event. The investigation tests were compromised, and the investigation could not determine the cause of the reported event.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found blocked and there was blood in the pod. As treatment, a new pod was applied.